Event description:
It was reported that during a "ptci" procedure on a lesion in the second diagonal, a guidewire was placed in the "lad", and the unicore guidewire was placed in the diagonal. Another co's 2.5 x 20 balloon was used to predilate the lesion to 6 atm, twice. The tristar was then advanced across the lesion and inflated at 10 atm for 30 seconds. Air was noted inside the balloon during the inflation. The balloon was deflated, but the "sds" would not move when the physician pulled the device to withdraw. Slight pressure was applied to the balloon but it still would not move. The unicore guidewire was then removed from the "sds" and when taken out, it was noted that the tip of the device was missing. Angiogram did not show any sign of the separated guide wire tip in the coronary and it was believed that the tip is either in the sds or in the guiding catheter. It was stated that the guidewire separation occurred because it was pulled with force and not related to the product. The pt was intubated and sent to another hospital for CABG in stable condition. Reportedly, the pt has died due to complications of open heart surgery.